Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The displacement test could not be performed due to the damage. The insulin pump had a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a screen that was partially blacked out. The customer's blood glucose was approximately 110 mg/dl. The customer fell on the insulin pump leading up to the complaint. The customer's mother stated that the screen was not legible at the top left of the display. She stated that the display appeared to have been punctured but not all the way through. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.